Event description:
It was reported that during a biopsy procedure, the plastic hub broke off of the coaxial needle during a puncture of the inter vertebral disc. Another needle was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. The device was not returned for evaluation. The investigation is inconclusive, as the sample was not returned for evaluation and images were not provided for review. Per the reported event details, the lumbar disc biopsy was performed between the inter vertebral disc space, the disc space is surrounded by the bones of l4 and l5 of the lumbar spine. Therefore, it is possible that anatomical and/or procedural factors contributed to the reported event. However, the definitive root cause is unknown. The current truguide disposable coaxial instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complaint/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.